Event description:
Dealer reported that the head radiologist at the facility heard a loud noise inside the mammography room. Upon investigation, he found the lead shield scattered on the floor inside the room. It was reported that no one was present in the room when the incident occurred.

Manufacturer narrative:
The dealer went to the site to investigate a possible cause, but could not find anything obvious that would cause the shield to break. It was reported that no one was present in the room when this incident occurred. The mammography system has been installed at the site since (B)(4) 2012. No problems were reported during installation or commissioning. The x-ray shields are made of tempered glass (safety glass). Tempered glass breaks into smaller irregular shaped pieces instead of sharp shards as with non-tempered glass.